Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how did he remove your coil') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how did he remove your coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depressed mood ("feeling totally depressed"), polymenorrhoea ("period shorten") and menorrhagia ("period incredibly heavy (have to double up on protection)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal, depressed mood, weight increased, polymenorrhoea and menorrhagia outcome was unknown. The reporter considered depressed mood, medical device removal, menorrhagia, polymenorrhoea and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, depressed mood and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events period shorten and period incredibly heavy(have to double up on protection) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how did he remove your coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced depressed mood ("feeling totally depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal, depressed mood and weight increased outcome was unknown. The reporter considered depressed mood, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, depressed mood and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: feeling totally depressed and weight gain. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how did he remove your coil') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.